Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited undersensing of atrial fibrillation. Programming changes were suggested; however, no changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.